Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml fentanyl at 370.7 mcg/ml via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that an unrecovered motor stall log had been registered on (B)(6) 2016 and tube set log had been registered on (B)(6) 2016. The hcp stated that the patient had not had an MRI or other electromagnetic interference with the pump at the time of the motor stalls. The patient is reportedly hard of hearing and did not hear the alarm. The pump was filled with saline and programmed to minimum rate. On (B)(6) 2016, the rep reported that the patient was experiencing more pain. The patient's concomitant medications included post-operative opiates of an unknown type, concentration, and dosage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.